Event description:
After successful deployment of a stent in the proximal right coronary artery, a 3.5mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in the mid-right coronary artery. It was not possible for the stent delivery system to cross the calcified target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent delivery system, the stent reportedly caught on calcium and dislodged from the delivery balloon. There was no attempt to snare the device due to the deployment of the proximal stent. Subsequently, the undeployed stent was smashed against the side of the artery and two add'l stents were implanted to cover the smashed stent and treat the lesion. The pt was reported to be fine post procedure and there is no add'l clinical sequelae related to the event. The device catching on the calcium contributed to the stent dislodging from the delivery balloon.